Manufacturer narrative:
Patient age and weight were not made available from the site. On 07/07/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, radiographic technologist (rt), alleged an battery failure in their imaging system. The rt reported that at the end of a spine procedure, there was an error message on the mobile view station (mvs) that showed "individual battery failure" at the bottom of screen. Imaging system operated as intended and was already moved away from patient. The surgeon completed the procedure with the use of the navigation system and the imaging system. There was no delay of therapy. There was no impact on patient outcome.